Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. Additional narrative: reporter is a synthes employee. Review of the receiving inspection (ri) for uniplate cam tghtnr torq hndl was conducted identifying that lot number km873406 was released in one batch. Batch1: released on december 13, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample did not find anything indicative of a product defect for uniplate cam tghtnr torq hndl. A dimensional inspection was not performed as no issues were observed after visual examination. A functional test was performed using torque meter ez-torq iii 150i torque analyzer. Current and manufactured revisions of drawing were used as source of specification. Torque specification for the device is testing high according to drawing. The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the uniplate cam tghtnr torq hndl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.

Event description:
It was reported that on an unknown date during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report is for one (1) uniplate cam tghtnr torq hndl. This is report 1 of 1 for complaint (B)(4).